Event description:
It was reported that the guidewire moved forward. This jetstream xc catheter, 2.4mm, us was selected for use in a left lower extremity arteriogram. Difficulty was noted when advancing the catheter over the bifurcated vessel. After pulling the catheter back and reattempting, it was able to successfully cross over and advance. Upon doing so, the non-boston scientific filter wire moved forward into the tibial arteries and was unable to be retraced back to the distal superficial femoral artery-popliteal region where it was initially placed. The catheter was retracted back over the bifurcation to allow the filter wire to move. When the catheter was advanced, the same issue occurred with the filter wire. The catheter was removed, and the procedure was completed with balloon angioplasty and a drug coated balloon. There were no patient complications.